Event description:
It was reported that during patient use, an alarm was generated. The patient was switched to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported failure was confirmed and the device was replaced without any reported patient harm. The extended self test (est) was passed and the reported condition has yet to be duplicated. It was reported by the customer that the graphic user interface central processing unit (gui cpu) will be replaced as a precaution.